Event description:
It was reported that the patient complained of fatigue. At the routine follow-up the implantable pulse generator (ipg) was at end of life (eol) and impossible to interrogate. Surface electrodes were placed to obtain patient's rhythm. No pacing spikes were visibleon the surface electrocardiogram (ECG), confirming no paced rhythm. The physician commented that the ipg had early battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device had lifted hybrid bond wires. (B)(4).

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.